Event description:
Olympus medical systems corp. (Osmc) was informed that during a lung biopsy of bronchoscopy, the nurse noticed that the subject device was stiff and she couldn't handle it. The doctor confirmed the endoscopic image. Then cups of subject device looked deformed. The doctor tried to withdraw from the endoscope, but he couldn't. Consequently, he withdrew the device together with the endoscope from the pt, while the distal end of the forceps was extended from the distal end of the endoscope. Omsc couldn't get info whether the doctor completed the procedure or not. There was no other pt injury regarding this report.

Manufacturer narrative:
The subject device has been returned to olympus for investigation. The investigation confirmed that the wire was detached from the fixation hole. There was a deformation around the fixation hole of the subject devices. The distal end of the wire wasn't damaged. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concludes that the subject device was abruptly pulled out while the distal end of the endoscope was angulated, and allowed an excessive force to be applied on the product, resulting in the damage of it. The subject device couldn't be pulled out of the endoscope, because the cups weren't able to close and hooked on the distal end of the endoscope. The instruction manual of the subject device warns; do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient's body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane. This report is being submitted as medical device report in an abundance of caution.